Event description:
Information was received indicating that the battery of a smiths medical medfusion pump depleted. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was visible contamination by the tube holder. Unable to retrieve event history log (ehl) due to power up issue. During the functional testing the reported issue was able to be duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced interconnect board. Performed power up and self-process.

Event description:
Additional information received via email: issue didn't occur with a patient.